Event description:
Device user (du) reported that the battery charge had suddenly decreased from about 90% to 47% during a rest stop in transport back to the transplant center. It was confirmed that the mains power was connected, and the device was not continuing to loose charge. The du confirmed that the device was plugged into the vehicle's inverter and charging with no issues prior to beginning transport. Per the du, the inverter was not turned off at any point during the rest stop. The du confirmed the device was gaining charge prior to continuing with transport.

Manufacturer narrative:
Further investigation notes that the reported issue is attributed to the battery gauge reporting an erroneous capacity output. The failure mode could not be conclusively identified.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The batteries were replaced without any observations. Battery discharge test was was completed. No issues identified. A corrective and preventive actoin (CAPA) has been initiated to further evaluate the reported battery issue. The CAPA finding are pending.

Event description:
Device user (du) reported that the battery charge had suddenly decreased from about 90% to 47% during a rest stop in transport back to the transplant center. It was confirmed that the mains power was connected, and the device was not continuing to loose charge. The du confirmed that the device was plugged into the vehicle's inverter and charging with no issues prior to beginning transport. Per the du, the inverter was not turned off at any point during the rest stop. The du confirmed the device was gaining charge prior to continuing with transport.